Manufacturer narrative:
The account replaced the head panel gas spring to resolve this issue.

Event description:
The account alleged the head section seems to be drifting down slowly if you put weight on the head section. No pt impact.